Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The patient went to the ER and received a blood patch to address the symptoms. Follow-up indicated that the patient had a successful trial and there have been no reports of further complications regarding this event.